Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 377760, lot# n0035461, implanted: (B)(6) 2005, product type lead; product ID 377760, lot# n0030490, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
The patient fell forward 2 years ago and since then she has been getting shocking and spasms in her back. The patient has barely used the ins because of the pain she had when the device was on. It was noted that the patient was hit in the area where the device is twice and it was painful, could not recall the dates. The patient has not recharged in a week and she went to recharge today and was getting eri on her patient programmer. Additional information has been requested.